Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to air bubble oversensing. The patient was further tested in clinic but the noise was not reproduced during manipulation and postural/muscle maneuvers. The patient was discharged in a stable condition. No adverse patient effects were reported. Currently, this s-ICD remains in service.